Event description:
Initial reporter indicated that the patient's vns was "not working" and they have been referred to their surgeon for possible vns generator removal. Good faith attempts are being made for additional information surrounding the event.